Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified diagonal artery. A 2.25x24 synergy¿ drug eluting stent was advanced to treat the lesion. However, during procedure, the stent came in contact with the lesion and the stent strut was observed to have lifted. The procedure was completed with a different device. No patient complications were reported and the patient is recovering well.